Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2019-04329. It was reported that during an implant procedure, patient experienced cerebrospinal fluid leakage. A blood patch was performed to resolve the issue and the procedure was abandoned. Patient was stable.